Event description:
It was reported that the device locked up. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the main pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly, but the reported condition could not be duplicated. There were no device lock ups during testing of the returned assembly. The assembly was able to analyze, charge, and shock during testing.